Event description:
It was reported the customer was experiencing high blood glucose. It was also found the customer was receiving several no delivery alarms on their insulin pump. Customer stated their blood glucose reached 537 mg/dl after receiving a no delivery alarm. Customer has been treating their blood glucose with manual injections. The customer stated they would perform a set change after the alarms occurred. Troubleshooting could not occur as the customer was disconnected from the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.